Event description:
It was reported that two preloaded monofocal intraocular lenses (iols) had some kind of debris inside upon deployment. The lens was used on the patient. Through follow-up we learned that debris was observed on the side of the iol during the delivery process. The white colored debris was stuck on the edge of the optic, it looked like it came with the lens. The debris was inserted into the patient's eye, as it came with the iol itself. The surgeon attempted to remove the debris; however, it was challenging due to limited space to precisely access the edge of the iol with the bimanual technique, and the debris appeared firmly adhered to the iol. The surgeon said it looked to him like the debris was part of the iol material, as if the optic was not cut out correctly or bits of the iol material were left/stuck on it. No additional surgical maneuvers were reported. Account indicated that additional time was needed to try to remove the debris. The patient had not been seen by the surgeon post operatively. No further information was provided. This report captures the second iol. A separate report is being filed for the first device.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.